Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was an air bubble in his reservoir and he changed his infusion set every 24 hours in order to get rid of the bubble. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubbles anomaly. The customer confirmed that the insulin pump was not rewound with the reservoir in place, and that the insulin was stored at room temperature. The customer was advised to tap the reservoir to rather all of the air bubbles into one bubble. A set change was initiated but the air bubble issue persisted. The customer was advised to monitor the issue and call back if problems persist. The reservoir and infusion set was returned for analysis and a replacement reservoir was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.